Event description:
A lead was returned with no information to the manufacturer, analyzed and subsequently tested out of specification. The patient died approximately nine years after implant of the lead, two years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.